Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 62 mg/dl and blood glucose was 154 mg/dl. Customer stated she had issues with the threshold suspend alarming 15 times throughout the night and she eventually turned the sensor off. Customer also mentioned having a low of 70 mg/dl. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.